Event description:
The penumbra system aspiration pump was not working and the back-up was used during a stroke case.

Manufacturer narrative:
Conclusion: the device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.